Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did confirm the customer's report. The log shows 18 ECG single lead impedance shorts followed by 4 defib lead short errors. This issue could be with the pads, cables, device, or user setup of two devices. It is possible that the electrode pads from the two devices used, touched and bridged causing the pad and ECG lead shorts. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge via paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-02597 for a similar event reported from the same customer.